Event description:
Pt reported exhibiting signs and symptoms of hyperglycemia. Blood glucose level was not provided. Pt's normal blood glucose level was not provided. Pt stated she checked the infusion set needle and it was bent. Pt reported she was hospitalized for hyperglycemia. Pt stated she went to the hospital on her own and was told to rest for 24 hours. Pt reported having diarrhea, abdominal pain, headache, and generalized weakness. Pt reported receiving a laboratory blood glucose result of 320 mg/dl and dka was ruled out. No further information was provided. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.